Manufacturer narrative:
The devices were returned and evaluated. The evaluation results are as follows: result for device #1: the device fell off complaint could not be confirmed; due to the used condition of the returned device, the adhesion properties could not be evaluated accurately. By probing the adhesive foam pad confirms that there are a moderate amount of adhesion properties still left on the pad. Result for device #2: the device fell off complaint is confirmed, half of the adhesive protective liner was still attached to the foam pad. This could contribute to the device fall off event for insufficient adhesive pad contact. Results for device #3: the device fell off complaint could not be confirmed; due to the used condition of the returned device, the adhesion properties could not be evaluated accurately. There are numerous amount of small hair strand on the pad, per the IFU, it is instructed to prepare application site for sufficient attachment/contact to the skin.

Event description:
Patient is having issues with v-go falling off after an hour to a few hours of use. Patient moves v-go from side to side on abdomen daily and always uses proper procedure when applying her v-go.